Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and the patient was in good condition after the procedure.